Event description:
A customer reported the image quality and display on the epiq 5g ultrasound system were insufficient to diagnose a fetal condition (heart defect) during a pregnancy. The physician reported the image quality issue may have delayed identification of this condition earlier in the pregnancy. The physician claimed a therapeutic abortion at 24 weeks could have been carried out 1 month earlier. There was no allegation of injury to the mother or fetus as a result of the issue.

Manufacturer narrative:
A philips service engineer replaced the c10-3v transducer at the customer site to resolve the immediate issue. The suspect transducer was shipped back to philips for evaluation. Visual inspection noted the paralyene coating worn off of the lens as well as a hole in the lens. Functional testing could not be performed due to the damaged condition that made physical testing not possible. However, the significant physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported the image quality and display on the epiq 5g ultrasound system were insufficient to diagnose a fetal condition (laparoschisis) during a pregnancy. The physician claims the image quality issue may have delayed identification of this condition earlier in the pregnancy. The physician performed a caesarian section based on the ultrasound finding at 36 weeks. There was no allegation of injury to the mother or fetus as a result of the issue.